Manufacturer narrative:
H.6. Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 1 of 2 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false molecular positive identification of candida tropicalis occurred 3 times. The following information was provided by the initial reporter: customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lot 3109874 - bactec lytic/10 anaer/f - and the biofire platform. ¿ what date was the false positive discovered and or tested for? 3 (B)(6) 2023 and 1 (B)(6) 2023. 1. What result did the customer obtain from the bd product? ID of candida tropicalis with use of biofire. 2. What result was the customer expecting to obtain (if different from the obtained result) no yeast but gpc or gnb.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false molecular positive identification of candida tropicalis occurred 3 times. The following information was provided by the initial reporter: customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021, lot 3109874 - bactec lytic/10 anaer/f - and the biofire platform. ¿ what date was the false positive discovered and or tested for? (B)(6) 2023. 1. What result did the customer obtain from the bd product? ID of candida tropicalis with use of biofire. 2. What result was the customer expecting to obtain (if different from the obtained result) no yeast but gpc or gnb.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.